Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) - for the reported event of stent deployment issue (partial deployment).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stenosis caused by colon cancer. The stenosis was approximately 10cm in length and located in the rectum. The patient was not noted to have tortuous anatomy and the degree of the stenosis was not severe. During the procedure, the physician encountered difficulty positioning the stent system due to the long length of the constrained stent. When the physician attempted to reconstrain the stent a second time for repositioning, the distal handle detached from the outer sheath. Due to this, the flare of the stent remained deployed and was not constrained. The partially deployed stent was removed from the patient. At this time, a bleed was observed but the origin of the bleed was unable to be confirmed. Another wallflex enteral colonic stent system of a different size was used to complete the procedure. After placing the second stent, the target site was inspected and the bleed was noted to have resolved on its own without treatment. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.